Event description:
It was reported the patient had their device removed due to normal battery depletion. They developed an infection from the deep brain stimulator (dbs) explant procedure from (B)(6) 2014. The patient ended up being in ¿an altered mental state due to the infection.¿ initially all of the dbs components were not removed because the doctor intended on replacing the device when the infection cleared up. Information was omitted about an unrelated pump halloween infection, captured in (B)(4).

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3587a25, lot# n263343, implanted: (B)(6) 2011, product type: lead. Product ID: 3587a25, lot# n263343, implanted: (B)(6) 2011, product type: lead. Product ID: 3587a25, lot# n263343, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).